Event description:
Pt with a rehabilitation in mandible with six implants and temporary hybrid prosthesis. Seven months after the procedure, the implant placed in region # 26 was not osseointegrated when applying torque to the abutment.